Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that a month after the dental implant was installed in the patient's mouth it was verified its loss of osseointegration. Patient had low bone quality (bone type iii).